Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and patient line of the a cassette and which resulted in leak. This occurred during drain one of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient to end therapy and add a cap on the transfer set. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.